Manufacturer narrative:
The reported event of post paced t-wave oversensing (pptwos) was confirmed. The device was not returned for analysis; however, session records were provided for review by technical services. Analysis of the session records indicated that the pptwos event was sensed by the device. The cause of the reported event remains unknown.

Event description:
During a follow up in clinic, post paced t-wave oversensing (pprwos) was noted on the device. Abbott technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.